Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump are not infusing correctly during therapy (medication, dose, programmed amount and delivery rate unknown). A bag of (snap together) antibiotics, 100ml bag, with a bag of flush; had to have another 20ml added to the volume to be infused (vtbi) twice (after the initial vtbi 100ml) to get the antibiotics infused. There was no injury or medical intervention associated with this event. No additional information is available.